Manufacturer narrative:
G2: the country of the event is jp refer to regulatory report number 3004209178-2026-00311 for the report of the increased lead impedance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for chronic pain. It was reported that when the implanted stimulator was charged, it became very hot. Even so, while continuing to use the device, the stimulator was exposed to the outside of the body due to a skin burn, so it had to be removed due to a risk of infection. Removal was performed on "april 13". After the lead impedance increased, it started to have heat when charging. The patient was instructed to shorten the charging time once during the outpatient visit. An "april 14th" stimulator removal was performed to resolve it. The issue was not resolved at the time of the report. The patient outcome was listed as no health damage. The physician's opinion regarding severity was "not severe". The surgical procedure performed for the event was that only the ins was removed on "april 13" because the implanted stimulator was exposed outside the body.

Manufacturer narrative:
Correction: b3: the event date was not known. D6b: the explant date was month and year valid only. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that it was unknown when the heating first occurred. The explant date of the device was confirmed to be (B)(6) 2026. No further actions were taken. The patient was currently under observation after the ins was explanted.